Event description:
It was reported that during a lobectomy procedure, the tissue pad was damaged. The doctor stopped using the device before the tissue pad was detached off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4).